Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received. The customer stated that she had not checked her blood glucose for two to three days prior to the hospitalization. The customer stated that the cannula was bent, therefore, she declined troubleshooting. The customer did want to conduct the high pressure test but she did not have the tubing clamp. Advised that the tubing clamp would be sent to her and to call back to conduct the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 1300 mg/dl. Customer was in a diabetic coma. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer reported customer declined troubleshooting insulin pump. Healthcare professional adjusted setting in insulin pump.